Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version: 2.1.0 h3, h6) no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a lesion removal procedure. It was reported that during the procedure (B)(6) 2024, the surgeon was attempting to locate a lesion in the brain and reported having difficulty. The surgeon aborted the procedure after not being able to locate the lesion, as it was near sensitive structures. The site rescanned the patient and completed the procedure on the following day (B)(6) 2024) without issue. The manufacturer representative (cc) reported that the site did not allege inaccuracy during registration or navigation on july 30th 2024. On aug 2nd 2024, the site alleged there may have been an issue with navigation during the procedure that took place (B)(6) 2024. There was no delay to the procedure, but surgery was rescheduled.